Event description:
It was reported that there were impedance issues. Electrodes 0, 1, 2, and 7 were all showing impedances greater than 10,000 ohms. Impedance testing was done and the patient was reprogrammed due to the impedances. The patient¿s paresthesia was not balanced. They wanted more stimulation in their lower left extremity. The cause of the impedance issues was not determined. The patient was using their device as it was and maintaining relief. There were no lead fractures noted at the time of the implantable neurostimulator (ins) implant. The patient was noted to be stable after reprogramming at the time of the report and the patient outcome was listed as ¿alive ¿ no injury.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3487a-33, lot# j0220222v, implanted: 2002-(B)(6), product type lead. Product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 37082-40, serial# (B)(4), implanted: 2008-(B)(6), product type extension. Product ID 3487a-33, lot# j0220222v. Product type lead. (B)(4)